Manufacturer narrative:
The complainant was unable to report the suspect device lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a 10 x 60 wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was slightly tortuous and was dilated prior to procedure. According to the complainant, during the procedure, the stent was able to be deployed; however, during catheter removal, the delivery system got caught on the stent and was difficult to remove. Reportedly, the physician tried to release the delivery system from the stent but ended up pulling the stent out of position into the duodenum. The stent was removed with grasping forceps and a 10 x 80 wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.